Manufacturer narrative:
(B)(4).

Event description:
It was reported that, when the user attempted to fire the first staple, it jammed and didn't come out from the stapler during use. Therefore, the user replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appeared aligned. The stapler was returned with the trigger not engaged, and there were signs of biological material on the device. The stapler was received with 34 staples left in the cartridge, indicating that at least 16 staples were fired by the customer. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The first fire attempt resulted in the staple releasing unformed. The second fire attempt resulted in the staple fully forming and releasing. The next 2 staples were successfully inserted into a simulated skin pad with proper forming and releasing. The 3rd staple misfired and released unformed onto the skin pad. The next 7 staples correctly formed and released. The 11th staple misfired and released unformed onto the skin pad. The stapler was disassembled, and it was observed that the saddle spring was crooked on the pusher. Die casting anomalies were discovered on the forming tool of the returned sample. No other defects or anomalies were observed. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that, when the user attempted to fire the first staple, it jammed and didn't come out from the stapler during use. Therefore, the user replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported.